Manufacturer narrative:
G4: 01aug2019; b4: 21aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the low leak rebreathing error (1203); however, the fse could not duplicate the reported event. The fse checked the unit for occlusions and found no issues. The fse ran full performance verification testing and the unit was returned to service. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6). Date of report: 14aug2019.

Event description:
It was reported that the unit declared an error of low leak co2 rebreathing risk that was found during a review of the device history log. The device was in use at the time of the event; however, there was no patient harm.